Manufacturer narrative:
The implant remains in the patient. Neither the identifying part number or lot number have been provided; therefore, a review of device history records cannot be performed. Radiograph images were not provided; therefore, the complaint cannot be confirmed. Based on the information provided, the root cause cannot be determined. If additional information and/or the implant in question have been supplied, a supplemental report will be filed accordingly. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components. Postoperative management: 1. Patient should be informed and compliant with the purpose and limitations of the implant devices. 2. The surgeon should instruct the patient regarding amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and/or breakage of the implant devices, as well as an undesired surgical result are consequences of any type of early or excessive weight bearing, vibratory motion, fall, jolts or other movements preventing proper healing and/or fusion development. 3. Implant devices should be revised or removed if bent, dislocated, or broken. 4. Immobilization should be considered in order to prevent bending, dislocation, or breakage of the implant device in the case of delayed, mal-union, or non-union of bone. Immobilization should continue until a complete bone fusion mass has developed and been confirmed.

Event description:
Around eight months postoperatively, it was reported that a screw had fractured at the neck. There are no plans for revision surgery.